Event description:
It was reported that this right ventricular lead was surgically abandoned due to noise in isometrics that was oversensed and led to pacing inhibition for the patient with asystole less than 2 seconds. The lead was successfully replaced during the same surgical intervention. No additional adverse patient effects were reported.